Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt212 adult inspiratory heated breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was open circuit. A lot check revealed no other complaints of this nature for lot number 091127. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that after 24 hours of usage, an rt212 adult inspiratory heated breathing circuit displayed a sensor alarm. No pt consequence was reported.